Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacing system was implanted on (B)(6) 2017. Reportedly, infection of the pacemaker pocket was confirmed on (B)(6) 2017, and the whole pacing system was explanted. The patient was implanted with a new pacing system on (B)(6) 2017. Preliminary analysis revealed that the subject pacemaker has been sterilized and released according to all applicable procedures.

Event description:
The pacing system was implanted on (B)(6) 2017. Reportedly, infection of the pacemaker pocket was confirmed on (B)(6) 2017, and the whole pacing system was explanted. The patient was implanted with a new pacing system on (B)(6) 2017. Preliminary analysis revealed that the subject pacemaker has been sterilized and released according to all applicable procedures.